Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During routine follow up on an unrelated customer experience the peritoneal dialysis nurse reported the patient was hospitalized for abdominal pain. The patient was diagnosed with peritonitis. The patient continued performing peritoneal dialysis treatments in the hospital. The peritoneal dialysis could not confirm the cause of peritonitis. There was no allegation of a device malfunction. It was reported that the patient¿s treatment modality was changed to an in-center hemodialysis clinic after the patient¿s catheter malfunction. Patient was reportedly scheduled to see a surgeon for catheter repair. Additional information was solicited.

Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the event of abdominal pain with subsequent hospitalization and diagnosis of peritonitis and pd therapy on the liberty select cycler with cycler set. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and liberty select cycler and cycler set. Additionally, there is no allegation of a malfunction or leak with any fresenius products reported for this event. Based on available information, a cause for the peritonitis cannot be determined.

Event description:
Additional information was solicited and received. On (B)(6) 2018 during routine follow-up for a separate drain complication event (c-277690) and additional follow-up on (B)(6) 2018, the peritoneal dialysis registered nurse (pdrn) reported that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized (B)(6) 2018 for peritonitis. The patient reportedly presented with abdominal pain and cloudy effluent. The pd effluent culture did not show growth. No lab values were available for pd effluent white blood cell count. The patient was prescribed/treated with vancomycin (route, dose, strength, frequency and duration unknown). The patient was discharged the same day. After discharge the patient¿s catheter (not a fresenius product) was not functioning. The patient underwent catheter surgery (unspecified) on (B)(6) 2018 and has since transitioned to in-center hemodialysis. It is unknown how the patient contracted peritonitis. Per the pdrn, there was no indication of any product malfunction.